Event description:
56-year-old patient had an ivc filter placed on 12/1/93 without incident. Several hours later, the patient threw an embolus and expird. It is impossible to determine whether the embolus originated above or below the site of device placement.